Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2018, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system showed a bogus medication as expired in drawer location 1.14 on the outdate report, while a different medication was displayed in the server inventory for the same location. The technical support specialist (tss) identified that the symptoms were matches with the knowledge article incorrect item on outdated inventory report and current stock out summary report and proceeded to create a product support engineer consult for internal fix. Tss dialed into the server and station, checked the medication loaded to both 2 location was the same as server, ran an outdate inventory and identified that the drawer 1.14 was loaded with phen10vl not with hydr2vl and also the station had an incomplete configuration. The behavior was identified as a code flow issue, where the stored procedures used by the outdated inventory and current stock out summary reports were not properly filtering out deleted storage spaces. Tss applied the knowledge article, and the report was not showing the drawer 1.14 pocket 6 anyone in the result. Pse also created a product incident to confirm if internal fix can be applied for es 1.11, update was approved and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system showed a bogus medication as expired in drawer location 1.14 on the outdate report, while a different medication was displayed in the server inventory for the same location. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.